Event description:
The MFR received info alleging there was an issue with the power supply of a ventilator. There was no pt harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.